Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2011; 5086mri52 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had open heart surgery and the atrial lead was dislodged when the atrium was cannulated. The atrial lead was repositioned and is now undersensing and capture threshold is slightly elevated. It was also noted that the ventricular lead had an increase in threshold and impedance. The leads remain in use. No patient complications have been reported as a result of this event.